Event description:
It was reported that the sterility of the device was compromised. An opticross imaging catheter was selected for use. During preparation, it was noted that the sterile ivus bag had a hair on it. A new ivus had to be opened just for the protective sterile bag. The procedure was completed with a different device. No patient complications were reported.